Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 06-feb-2026. The infusion set was in use for 4days. The patient reported blood glucose level was high due to infusion set tubing was leaking at the site and treated with bolous from pump. No further information available.